Event description:
Information received from the field notes that the patient was on a telemetry floor, post hip surgery. Multiple intermittent losses of ventricular capture were seen. The same event was seen when the patient was in the hospital six months previous. Loss of capture has not been seen under interrogation. Bipolar impedance was 299 ohms and unipolar impedance was 310 ohms. The patient was not symptomatic.